Manufacturer narrative:
The product was no returned for analysis; results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the iol seemed to be stuck in the cartridge. The surgeon kept pressing the iol forward and the iol came with a great speed into the eye, causing bleeding in the anterior chamber angle. The iol was placed successfully in the capsule. A capsular rupture was noted before the iol implantation and reported to be unrelated to the implantation of the iol. Additional information has been requested.